Event description:
As reported to coloplast though not verified, the patient was implanted with novasilk on (B)(6) 2009 for pelvic organ prolapse. In or around (B)(6) 2011, patient experienced pelvic pain, dyspareunia, bleeding, vaginal pain, and urinary problems.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify this report. Device still implanted.